Manufacturer narrative:
One device was returned for analysis of complaint that it fails accuracy +10%. There were no services previously reported. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional testing was performed. Occlusion test and accuracy test was run 3 times 22.1 ml in all of them. Unable to replicate fail accuracy. Probable cause of reported malfunction is unknown.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was just back from repair, fails accuracy +10%. The event happened during testing. There was no patient involvement.